Manufacturer narrative:
The manufacturer investigated the reported issue and confirmed the primary root cause of the issue was the leaking tubes which was resolved by the field service representative's actions. It was found the operator did not perform a reset as described in the instructions for received alarm. This would have reset the status of the amp pcb or stopped the functionality of the entire system and would have avoided the malfunction. The investigation noted this case was unique and clearly a single event.

Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and found the bottom of the reaction cells were melted due to an issue with the ultrasonic mixer amp pcb board. The field representative found fluid leaking out of the evacuation tube because of occlusion in the outline and down onto the usm amp and monitor pcbs and found poor bath circulation. Further investigation of this event by the manufacturer is ongoing.

Event description:
This report summarizes 1 malfunction event where the reaction cells were melted on the cobas c501 analyzer. No patients were involved in the event. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.